Manufacturer narrative:
Unit unable to communicated properly with test bg meter due to faulty radio frequency board. The low reservoir alarm feature functions properly. No failed battery alarm noted. All operating currents are within specification. Pump passed self test. No button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 3 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.